Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 24-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap was undamaged and able to fit. The battery cap contact measurements were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The rewind, load, and prime steps were performed correctly. No power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the printed circuit board. The alleged intermittent power complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.